Event description:
Initial reporter informed one of our mfg consultants that they had a vns pt who was having sporadic episodes of bradycardia. The bradycardia was not with stimulation. It is unk if any events precipitated the bradycardia, but the pt's mother does have a history of bradycardia. The plan was to turn of the generator to see if the issue resolves. Good faith attempts have been made for further details, and thus far no further info has been attained.